Event description:
Shortly after initiating dialysis on the pt., we noticed a pool of blood on the floor under the machine (200-300 cc's). After stopping, I noticed the heparin line was cracked where the line screws on the syringe. Blood had been leaking out onto the heparin pump and on to the floor. Pt's b/p was stable. N/c voiced. Dr. (B)(6) notified. New blood lines put on machine and hemo resumed.